Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event 'e106 error: lighting lamp error' was caused by light emitting diode (led) light assembly failure. Additionally, the reportable event 'image disappeared when shaken' was due to video connector receptacle failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video system center displayed error e106 (lighting lamp error), the image disappeared when the device was shaken, light emitting diode (led) light assembly and video connector receptacle failure. There was no patient involvement.